Event description:
The customer had a high blood glucose level. The customer's blood glucose level was 800 mg/dl. The patient had a schedule procedure at the hospital and the doctor manipulated her insulin pump basal rates and would like assistance looking at what they did. The customer asked to have them change and we assisted with the change. The patient was offered to troubleshoot but declined. The customer was advised to monitor sugars and call back if she notices any unexplained highs. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.